Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated negative results for sars-cov-2 and influenza a/b. The same sample was retested on a different platform (genexpert) which yielded a positive result for sars-cov-2. A new sample was collected and tested on the genexpert which yielded negative results for sars-cov-2. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the data showed no curve abnormalities, no baseline level changes, no volume discrepancies, and no instrument flags. Although a root cause has not been identified, the cobas liat result is likely a true negative for sars-cov-2. Possible causal factors may be sample processing related including off-label collection, cross-contamination for the genexpert run, differences in testing methods, differences in sample collections, or sample handling. This is a run-specific issue and the reagent is performing as expected.